Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm when trying to rewind. The customer reported that they were using manual injections because the insulin pump was not working properly. Customer was unable to complete insulin pump rewind. The customer also reported that the insulin pump was not been exposed to high magnetic field. No harm requiring medical intervention was reported. The device will be returned for analysis.